Manufacturer narrative:
(B)(4). The ventilator was returned to smiths medical pm, inc. Technical service for evaluation. Upon eval, it was discovered that the alarms turned off after 30 seconds when doing o2 concentration with air mix. The connector on the alarm printed circuit board was damaged. The alarm printed circuit board was replaced and passed functional testing before it was returned to the customer. The alarm printed circuit board was returned to smiths medical international (B)(4) for eval. One of the pins was cracked. The ventilator was returned to smpm technical service for repair in april 2009 because the unit was dropped. Service repaired the bent face plate, damaged alarm gauge bezel, missing on/off knob, endcap and relief pressure knob and endcap. The unit passed all functional testing before it was returned to the customer. The damage to the front of the faceplate could have stressed the connector and weakened the pin, resulting in the failure. (B)(4).

Event description:
The ventilator would not alarm when it was disconnected from the pt. There were no known adverse health consequences to the pt.